Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the morbidly obese patient presented for prophylactic vena cava filter placement for gastric bypass surgery. The right groin was then prepped and draped in the usual sterile fashion. An introducer needle was used to cannulated the femoral vein without any difficulty. A guidewire was then advanced all the way up to the thoracic vena cava under fluoroscopy. An introducer sheath and dilator were inserted over the guide wire without any difficulty into the external iliac vein. A venocavogram was then obtained demonstrating the vena cava to be 1.74cm in diameter. The bifurcation of the iliac veins was at the l4 vertebral landmark and the renal vein was at the l1 vertebral body landmark. The sheath and dilator were advanced under fluoroscopy to the top of l2 and l3 vertebral body landmarks and below the renal veins. This was the site for filter deployment. The deployment filter apparatus was then connected and the filter was advanced and deployed at the designated level. It appeared to be well lodged and fixed. The deployment unit and sheath were then removed and pressure was held for ten minutes. There were no complications. Approximately one year four months post deployment, the patient presented for removal of the filter. The right neck was then prepped and draped in the usual sterile fashion. An introducer needle was used to cannulate the internal jugular vein without difficulty. A j-wire was then inserted and an introducer sheath and dilator were advanced over the wire without difficulty and passed through the filter. The guide wire was removed and a venacavogram was then obtained, demonstrating no thrombus. A long dilator and sheath were inserted over the guidewire until 4cm proximal to the filter apex. The dilator was removed and a retrieval cone basket apparatus was passed over the guidewire and through the sheath under fluoroscopy, passed beyond the sheath and over the apex of the filter. The sheath was pushed over the cone basket. An ap and lateral x-ray view was obtained confirmed the apex was not successfully grasped. Despite using multiple guide catheters and repositioning of the guidewire, the apex was unable to be captured. The filter was tilted anteriorly and unable to be removed. All devices were removed. A post procedure cavagram showed no extravasation of contrast. The sheath was removed and manual pressure was held at the access site for ten minutes. There were no complications. Approximately one year seven months post deployment, the patient presented once again for retrieval of the filter. The right neck was then prepped and draped in the usual sterile fashion and an introducer needle was used to cannulate the internal jugular vein without any difficulty. A j-wire was then inserted and an introducer sheath and dilator were advanced over the wire. A venacavogram was then obtained and showed no thrombus in the left iliac vein as well as in the inferior vena cava. A sheath and dilator were advanced over the wire through the jugular vein and into the vena cava just above the filter. The dilator was then removed and a cone retrieval apparatus kit was advanced through the sheath in an unsuccessful attempt to retrieve the filter. The angled tip glide catheter was then used in an attempt to reposition the filter to be removed but this was unsuccessful. The tip of the filter appeared to be embedded in the endothelial wall in the vessel wall and only the side of the apex was able to be grasped. After numerous unsuccessful attempts, an attempt was made to remove the tip of the filter from the endothelial wall. The right groin was then prepped and draped, and access was gained into the right femoral vein. A venogram was obtained demonstrating no evidence of intravascular thrombus. A 10mmx4cm balloon catheter was then advanced up to the apex of the filter and inflated in an attempt to move the apex of the filter away from the endothelial wall. Despite numerous attempts, the filter was unable to be retrieved. The procedure was discontinued, all devices were removed, and pressure was held at the femoral access site for ten minutes. In a similar fashion all devices were removed from the jugular access site. A postprocedure iliac venogram and inferior venacavogram showed no evidence of thrombus or any evidence of intravascular injury or any extravasation of contrast and smooth flow going in towards the heart. The catheter was then removed from the neck and pressure was held at the jugular access for ten minutes. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Approximately one year and four months post deployment, the patient presented for removal of the filter. Despite using multiple guide catheters and repositioning of the guidewire, the apex of the filter was unable to be captured. The filter was tilted anteriorly and unable to be removed. Approximately one year and seven months post deployment, a cone retrieval apparatus kit was advanced through the sheath in an unsuccessful attempt to retrieve the filter. The tip of the filter appeared to be embedded in the endothelial wall in the vessel wall and only the side of the apex was able to be grasped. Based on the medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication. Warnings: recovery filter removal: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately one year four months post vena cava filter deployment, the patient presented for retrieval of the filter. Despite using multiple guide catheters, a cone retrieval device, and repositioning of the guidewire, the filter apex was unable to be captured. An ap and lateral x-ray view was obtained which confirmed the apex was not successfully grasped. The filter was tilted anteriorly and unable to be removed. Approximately one year seven months post deployment, the patient again presented for retrieval of the filter. A venacavogram performed identified the tip of the filter appearing to be embedded in the caval wall with only the side of the apex able to be grasped. Femoral access was gained and a balloon catheter was used in an attempt to free the apex from the caval wall. However, despite numerous attempts, the filter was unable to be captured and retrieved. All devices were removed and manual pressure was held at both access sites. There was no reported patient injury. No additional medical records were received for this patient.